Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The screen would not come up after changing the batteries. The customer's blood glucose level was 183 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests. The pump was received with normal operating currents and no unexpected off no power alarm, low battery or blank display was noted. The pump was received with broken battery tube threads, a broken reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.